Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system, model pcb00, had an extra little piece of plastic. Reportedly, the doctor noticed it before implantation but decided to use this device anyway and implanted the lens. No incision enlargement and no patient injury was reported. No further information was provided. The doctor reported this occurred three times. This report represents two of the three reports.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 03/14/2018. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and locked as required. Visual inspection showed no viscoelastic residue inside the cartridge. The cartridge tip was not observed damaged and there was no an extra piece of plastic on the cartridge tip. The intraocular lens (iol) was not returned. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.